Manufacturer narrative:
The seal of the event unit was returned to applied medical for evaluation, along with a rubber fragment. Visual inspection confirmed the complainant's experience of seal component separation. The duckbill and septum, two rubber components of the seal, were damaged. The rubber fragment returned completed the missing portion on the duckbill based on the condition of the returned unit, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: "urology" procedure event description: "this is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation. Septum and ddb fragmentation report from the sales rep the double duck bill was fragmented and the fragment fell off inside abdominal cavity. They removed the fragment from abdominal cavity. They didn?t insert any scissors into the trocar. Initial investigation report the event unit was returned to us and visually inspected. The double duck bill was fragmented(fig.1). The returned fragment(fig.2) matched the missing section on the ddb(fig.3). We noted the septum was fragmented and missing two sections(fig.4). However, the portions to match the missing sections were not returned to us. The unit will be returned to amr for further evaluation. Admin# (B)(4). Cer checklist: surgeon's skill level was attending/skilled surgeon. Main usage of the damage trocar was the 2nd port & for surgeon's right hand. The damage was found during the case, all damage parts were removed. This is the first time this issue has happened at this department/speciality at the hospital. Type of intervention: "they removed the fragment from abdominal cavity" patient status: "no patient injury"